Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The investigation findings are similar with damage accumulated through material fatigue but could not be confirmed. Material fatigue may occur due to cyclic deformation of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed near the molded joint on the tubing. The catheter split contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included a granular uneven surface at the fracture point and generally straight, circumferentially aligned damage. There were no other distinguishing features on the returned sample which could aid in identification of a root cause of the split. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer when washed with physiological solution, there was leakage of liquid near the fins (connector). Therapy will continue in peripheral vein as it only produces antibodies. No bleeding.